Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No patient information provided after calls to customer (B)(6) 2022 and (B)(6) 2023. Legal manufacturer: hcs madison - (B)(4).